Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Article "successful treatment of a patient with breast implant-associated anaplastic large cell lymphoma with local residual disease" reporting a patient diagnosed with right side bia-alcl after replacement surgery. The patient reported the onset of persistent pruritus and peri-implant swelling in the right breast area, which was treated with an ultrasound (us)-guided evacuation. During the rest of the year, the patient reported the recurrence of similar episodes of right breast swelling due to seroma formation for which the patient received 3 additional us-guided evacuations but no cytological examination. The patient had signs of right periprosthetic effusion and an erythematous itchy area on the right breast skin. The patient underwent us-assisted collection of 600 cc of periprosthetic fluid processed for cytological examination and culture tests. The latter returned negative, whereas the cytological report indicated the presence of numerous atypical large sized cells, cd30+, cd7+, cd4+/-, cd3-, cd8-, alk-, and pax5-, with numerous mitotic figures and apoptotic bodies, diagnostic of bia-alcl. The device has been explanted.

Event description:
Article "successful treatment of a patient with breast implant-associated anaplastic large cell lymphoma with local residual disease" reporting a patient diagnosed with right side bia-alcl after replacement surgery. The patient reported the onset of persistent pruritus and peri-implant swelling in the right breast area, which was treated with an ultrasound (us)-guided evacuation. During the rest of the year, the patient reported the recurrence of similar episodes of right breast swelling due to seroma formation for which the patient received 3 additional us-guided evacuations but no cytological examination. The patient had signs of right periprosthetic effusion and an erythematous itchy area on the right breast skin. The patient underwent us-assisted collection of 600 cc of periprosthetic fluid processed for cytological examination and culture tests. The latter returned negative, whereas the cytological report indicated the presence of numerous atypical large sized cells, cd30+, cd7+, cd4+/-, cd3-, cd8-, alk-, and pax5-, with numerous mitotic figures and apoptotic bodies, diagnostic of bia-alcl. The device has been explanted.

Event description:
Article "successful treatment of a patient with breast implant-associated anaplastic large cell lymphoma with local residual disease" reporting a patient diagnosed with right side bia-alcl after replacement surgery. The patient reported the onset of persistent pruritus and peri-implant swelling in the right breast area, which was treated with an ultrasound (us)-guided evacuation. During the rest of the year, the patient reported the recurrence of similar episodes of right breast swelling due to seroma formation for which the patient received 3 additional us-guided evacuations but no cytological examination. The patient had signs of right periprosthetic effusion and an erythematous itchy area on the right breast skin. The patient underwent us-assisted collection of 600 cc of periprosthetic fluid processed for cytological examination and culture tests. The latter returned negative, whereas the cytological report indicated the presence of numerous atypical large sized cells, cd30+, cd7+, cd4+/-, cd3-, cd8-, alk-, and pax5-, with numerous mitotic figures and apoptotic bodies, diagnostic of bia-alcl. The device has been explanted.

Manufacturer narrative:
The events of lymphoma - alcl, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl, and seroma. (B)(4). Article citation: di napoli, arianna, et al. ¿successful treatment of a patient with breast implant¿associated anaplastic large cell lymphoma with local residual disease.¿ annals of plastic surgery, publish ahead of print, 2021, doi:10.1097/sap.0000000000003033.